Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that this lead was explanted and a new lead implanted without issue. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The shock impedance has recently gone from stable to out of range. The pacing impedance has also shown an increase. Boston scientific technical services (ts) recommended troubleshooting but suspects the start of a lead issue. Additional information was received indicating the shock impedance is still high but the other lead measurements are normal. Attempts to get further information have been unsuccessful. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 127 mm from the terminal pin. Two segments returned, total length = 790 mm. The extraction stylet returned stuck in the distal segment. No testing could be performed due to the severed and damaged condition of the lead. The lead was x-rayed and no discontinuation of the lead was found. The allegation of high shock impedance measurements could not be confirmed.